Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was sticking. There was no reported impact to customer¿s blood glucose level. The customer declined to troubleshoot with tandem technical support.